Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 07/08/1998). Evaluation: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the reported difficulty was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion. This type of penetration can prevent the membrane from inflating during the initiation of iabp.

Event description:
A blood-back flash was noted from the balloon lumen when the balloon was inserted before starting to inflate the balloon. The intra-aortic balloon was removed and a second intra-aortic balloon was inserted into the pt. Event complications: unk-reported 5/15/98; none reported 5/20/98. Pt's current status: unk - reported 5/15, 5/20/98.